Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The sleeve portion of the device was received. Visual inspection has confirmed that no defects were found for the returned portion. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A root cause analysis was deemed not necessary as no defects were found during this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional portion of the device was returned for evaluation. An additional investigation will be conducted. Follow up will be filed with the investigation results.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was a t10 to s2ai surgery with a revision from l1-l5. Surgeon used fenestrated screws and placed cement through the screws. The surgeon was placing an 8.0x55 viper fenestrated screw in left l4 and the navigation driver tip snapped off. He was able to retrieve the tip of the navigation driver (2797-34-000n) out of the screw head. The surgeon then loaded the screw with the spring loaded driver (2797-12-400) and it snapped off in the screw and was unable to be retrieved and is still in the screw head in the patient. Surgeon was trying to place the right l5 pedicle with an 8.0x55 screw and another driver tip (2797-02-050) broke off in the screw head and was unable to be retrieved. The tip of the screwdriver is still in the screw in l5. Surgeon was able to complete the surgery and was able to lock down rods with the locking caps. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 15. Action taken when event occurred? Tried to remove screwdriver broken pieces. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? No. If no, explain: tip of driver still in screw that's in patient in l5. Patient status/ outcome/consequences: unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown.